Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery in a 980 ventilator was not able to hold charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue however, the repair of the device has not been completed.